Manufacturer narrative:
Investigation conclusion: the reported complaint of all keys not working was confirmed on the returned keypad. Test results identified unresponsive keys for multiple keys. An internal inspection was performed on the returned keypad. Each layer of the front case was removed and inspected for anomalies. Observed broken traces on flex cable for the keypad. Previous cad failure investigations have identified this issue associated with fluid ingress entering the keypad resulting in contaminated keypad traces. Consequently, the keypad circuit layer becomes damaged, creating an open or short circuit producing unresponsive keypad keys when corresponding keys are pressed. An extensive investigation for this issue has been previously performed and completed through fi dir # (B)(4). Root cause: primary root causes are due to an inadequate cleaning process and design. The unresponsive pc unit keypads occur due to corrosion and damage to the circuit layer when fluid ingresses to the bottom right quadrant of the keypad where the flex cable bends to the back side of the front cover. Fluid ingress causes cracks in the flex cable section of the keypad and corrosion of the silver traces resulting in trace interruption identified as an open or short circuit, ultimately leading to unresponsive keypad keys. Device history review: serial number (B)(4) service history record showed the device had a manufacture date of 09nov2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 17sept2020. It indicated that this device had not been previously returned for service. A review of the production failure records was performed beginning from the date of manufacture through the present. The failure record showed no production failure records were opened for the source devices. Only keypads were provided for investigation.

Event description:
It was reported that the customer is replacing the front case. Customer states "all keys not working". There is no patient involvement.